Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and audio/beep anomaly. Customer's blood glucose was 360 mg/dl. Customer was advised to insert new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes and clean the battery cap contact and insert a new battery. Customer stated display did not return. The customer was advised that the device would be replaced. The customer was unable to troubleshoot for constant tone due to blank display. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 360 mg/dl. The customer was treated with bolus with a syringe and reconnected old pump and is using the old pump now.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power or excessive no delivery alarm tests due to the blank display. No watchdog alarms were noted. No cosmetic damage was noted.